Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time

Event description:
It was reported that during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with smart touch bidirectional catheter, the customer experienced the signal noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems. In addition, the physician did not have any ECG signal available to monitor patient heart rhythm. The issue was resolved and the case was completed by changing the catheter without any patient consequence. This type of noise issue is indicative of a reportable malfunction event.

Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with smart touch bidirectional catheter, the customer experienced the signal noise on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems. In addition, the physician did not have any ECG signal available to monitor patient heart rhythm. The issue was resolved and the case was completed by changing the catheter without any patient consequence. This type of noise issue is indicative of a reportable malfunction event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.